Event description:
A patient death was reported and access to the Omnipod controller was requested. No further information is available. At this time there is insufficient information to determine if Insulet's device caused or contributed to the reported event. A supplementary report will be filed should additional information be received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Omnipod Software App Version: 4.0.2, Operating System: N5004L-AM-Q-MV01602-06-01.06, Hardware: N5004L. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.